Manufacturer narrative:
H3-device evaluation: lens returned in a vial with liquid. Visual inpsection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Date of event-unk. No similar complaint event(s) within associated lots were found. Claim#:(B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -7.50/2.0/088 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6)2022. On (B)(6) 2022 the lens was removed and replaced for spherical lens due to lens shifted in the eye. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.